Event description:
It was reported that the probe broke free off of the welded mount while sterile process cleaned the tip. This happened after the pt's procedure and therefore, the pt was not involved and there are no adverse consequences. Allegedly, this is the second occurrence of the stryker probe tip breaking during sterilization.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.